Event description:
It was reported that the patient underwent lateral ligament reconstruction on (B)(6) 2015. During the procedure, the suture anchor did not deploy and pulled out. A competitor anchor was utilized to complete the procedure. No additional holes were drilled.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: "inadequate fixation at the time of surgery can increase the risk of loosening and migration of the device or tissue supported by the device."